Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr s/l powerpicc catheter. The depicted portion of device included a section of catheter shaft. What appeared to be a drop of liquid appeared to have leaked from the catheter shaft. The drop of fluid appeared to be emanating from the catheter shaft, suggesting a leak; however, inspection of the photograph was insufficient to identify either the nature of the potential leak or the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of redu0077 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the customer noted a "pore" in the catheter. They implemented the catheter on december 4. The PICC was used in the first cycle, in principle without problem. It was stated when they performed a maintenance of the same, when washing it refluxed by a "pore". On december 19 the PICC was removed and replaced it with another.